Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the deployment issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The deployment difficulty appears to be due to a detached shuttle screw; however, a definitive cause for the detachment cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, mildly calcified, 80% stenosed vertebral internal carotid artery. The 8-6 x 40 mm, 136 cm xact could not be fully deployed after it reached to the target lesion. As the stent was only slightly deployed the xact stent delivery system was able to be removed with any patient effects. The xact was exchanged for another 8-6 x 40 mm, 136 cm xact stent delivery system which was used successfully. No adverse patient effects or clinically significant delay in the procedure were reported.